Event description:
It was reported that when using the bd pyxis¿ es server, had required some person to migrate all the device to new network domain. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the old domain had been deactivated while user groups remained, so es did not purge those users. The technical support specialist checked the ad sync service debug log and advised removal of old domain users followed by a final synchronization. The tss collaborated with the information technology (it) team to perform full synchronization to resolve the duplication. The system functioned as intended after the technical support specialist and hospital information technology team (hit) resolved the issue.